Manufacturer narrative:
Updated information on b5 describe event or problem: updated with reference range for laboratory. Reference range for laboratory. Sodium 136 to 145 mmol/l. Potassium 3.5 to 5.1mmol/l. Chloride 98 to 108 mmol/l. Co2 21 to 32 mmol/l. Creatinine(f) 0.57 to 1.11 mg/dl. Creatinine(m) 0.72 to 1.25 mg/dl. Urea nitrogen 5 to 20 mg/dl. Total bilirubin 0.2 to 1.20 mg/dl. Direct bilirubin 0.0 to 0.5 mg/dl. Iron (f) 50 to 170 mcg/dl. Iron (m) 65 to 175 mcg/dl. Age: >1 year . Sodium 132 to 143 mmol/l. Potassium 3.3 to 4.7 mmol/l. Chloride 96 to 109 mmol/l. Age: 15 to 18 year. Total bilirubin: 0.10 to 0.84 mg/dl. There was no reported impact to patient management.

Event description:
The customer observed discrepant results for multiple assay on architect c16000 processing module for several patients. The results provided were: initial result on (B)(6) 2020 /repeat on (B)(6) 2020. Sid (B)(6) 82yr female co2=25 meq/l/ repeated=21 meq/l. Sid (B)(6) 72yr male sodium=115 mmol/l/ repeated=127 mmol/l. Sid (B)(6) 62yr female sodium=118 mmol/l/ repeated=140 mmol/l. Sid (B)(6) 36yr female co2=33 meq/l/ repeated=28 meq/l. Sid (B)(6) total bilirubin=0.2 mg/dl /repeated=0.31 mg/dl. Sid (B)(6) 55yr female sodium=118 mmol/l/ repeated=139 mmol/l. Reference range for laboratory: sodium 136 to 145 mmol/l. Potassium 3.5 to 5.1mmol/l. Chloride 98 to 108 mmol/l. Co2 21 to 32 mmol/l. Creatinine(f) 0.57 to 1.11 mg/dl. Creatinine(m) 0.72 to 1.25 mg/dl. Urea nitrogen 5 to 20 mg/dl. Total bilirubin 0.2 to 1.20 mg/dl.. Direct bilirubin 0.0 to 0.5 mg/dl. Iron (f) 50 to 170 mcg/dl. Iron (m) 65 to 175 mcg/dl. Age: >1 year. Sodium 132 to 143 mmol/l. Potassium 3.3 to 4.7 mmol/l. Chloride 96 to 109 mmol/l. Age: 15 to 18 year. Total bilirubin: 0.10 to 0.84 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
Updated information: b3 - date of event to (B)(6) 2020.

Manufacturer narrative:
During multiple site visits by abbott the field service representative (fsr) replaced bellows set, incl rod & fitting part # 2-89055-02 which resolved the issue. A review of the architect c16000, serial number (B)(6) service history revealed no additional erratic or discrepant patient results reported. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect c16000 systems found no systemic issues or trends for the erratic/discrepant results associated with this ticket. A review of historical data for the part (2-89055-02) revealed no trends or systemic issues. The architect system operations manual and the architect c16000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including, but not limited to, removal and replacement procedures for the bellows set, incl rod & fitting part # 2-89055-02. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(6) or the pump, bellows set, incl rod & fitting part # 2-89055-02.

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results for multiple assay on architect c16000 processing module for several patients. The results provided were: initial result on (B)(6) 2020 /repeat on (B)(6) 2020 (B)(6) female co2=25 meq/l/ repeated=21 meq/l, (B)(6) male sodium=115 mmol/l/ repeated=127 mmol/l, (B)(6) female sodium=118 mmol/l/ repeated=140 mmol/l, (B)(6) female co2=33 meq/l/ repeated=28 meq/l, (B)(6) total bilirubin=0.2 mg/dl /repeated=0.31 mg/dl, (B)(6) female sodium=118 mmol/l/ repeated=139 mmol/l there was no reported impact to patient management.